Event description:
Customer reported in the attached medwatch form that at 23:00 in 2006, there was an alarm of "incorrect weight detected". The nurse followed the steps in the manual to resolve the alarm which was unsuccessful. None of the likely problems were found so she then completely changed out all the fluid bags and the problem resolved. At 5:00 a.m. On the next day, the machine alarmed again with the same alarm, but it couldn't be resolved. The pt was reinfused due to failure to correct the alarm. The dialysis manager examined the machine after reinfusion and prior to it being turned off and noted that the machine alarm history indicated that the machine had alarmed repeatedly from 3:00 a.m. To 5:00 a.m. For the same alarm. The recorded history was so often that it only went back to 3:00 a.m. Due to amount of times it was listed and memory limitations. This was confirmed by our biomedical technician. The nurse indicated that the machine did not audibly alarm until the 5:00 a.m. Alarm listed above. She indicated that she was in the room most of the night in continuous attendance with the pt and machine. In addition, the machine removed more fluid from the pt than was set to remove. The expected performance and what we have always seen is the amount set to remove and the amount removed is within 10-30 cc of each other.